Event description:
The customer called for help with her new meter. While performing control tests, she received a result of "lo." The normal control range was 89-121 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.